Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine follow-up, non-sustained lead noise was noted in multiple episodes. The lead was capped and replaced.